Event description:
Adverse event(s): "no impact to eye under the laser" (no consequences or impact to the patient). Product problem(s): "card reader issue" (computer software issue). An ophthalmic technician reports the card reader would not read the card. There was no delay to any surgery and the operator was able to 'instantaneously' remove and reinsert the cart to continue. The flap had not been lifted. The surgeon stated there was no impact to the eye under the laser.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).